Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device had 6.5 years in (B)(6) and then went to six years. The device indicated seven years to explant last (B)(6) and was at 7 years in (B)(6), but down to 6.5 at time of (B)(6) transmission. Furthermore, power consumption of the device was checked and showed no significant changes. Boston scientific technical services (ts) suggested scheduling another check for the battery and power consumption. This device remains in service. No adverse patient effects were reported.